Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 4/5/2022, it was reported by a sales representative via phone that (4) ar-3636 knotless fibertak anchor would not seat and the when the surgeon attempted to tension them down, the sutures broke. Everything was removed and surgeon was able to complete with case with another ar-3636 knotless fibertak from a different lot number. This was discovered during a labral repair on (B)(6) 2022.